Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was trying to change her set to prime when pump alarmed, then screen went blank. Customer's blood glucose was unknown. Advised customer to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump alarmed during displacement test due to motor high current draw. No blank display noted. However, the insulin pump passed operating currents, self-test and off no power the insulin pump was received with cracked reservoir tube lip.